Event description:
It was reported while a patient had been wearing a pod they experienced skin irritation from the pods adhesive. The patient reports experiencing scarring, rough skin, skin discoloration, drainage and sometimes blisters on her skin around the pod's adhesive. The patient had gone to a 3 day outpatient appointment for patch allergy testing. The patient reports being told they are allergic to some metal within the pod. In addition the patient tested positive for colophony 1+black rubber 1+disperse blue 106 1+ .

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.